Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 450 mg/dl. Customer stated that the insulin pump had a blank display and also a crack on the insulin pump. The auto mode status during the incident was unknown. The customer declined to troubleshoot for the high blood glucose incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage(serial number stained) and corroded battery tube during the visual inspection. Thus was utilized and downloaded trace/history files properly. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, active current test, sleep current test and dat at 0.08715, however, failed the self test due to no vibration. No blank display noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or found in pump history on event date. Pump was cut open to perform visual inspection and found moisture damage on the electronic stack, motor and harness assembly vibrator. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Blank display not confirmed. Vibrator motor anomaly due to moisture on the harness assembly vibrator. Cosmetic damage confirmed, cracked case-corner of belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.